Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be in back-up vvi mode due to event queue overflow. Technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.